Manufacturer narrative:
Concomitant medical devices: 4046 lead, implanted (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed that there was suspected occasional intermittent atrial undersensing during a recorded ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.